Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
A consumer reported that they had an implantable collamer lens implanted into their eye. They indicated that are experiencing halo vision. Lens remains implanted.